Manufacturer narrative:
Product event summary #geo event description: it was reported that follow up showed rv lead integrity warning. During arm movements, impedance variations have been observed. Revision will be scheduled. No patient complications have been reported as a result of this event. Preliminary geo assessment: tech service review of std (25 march 2019) revealed: system implanted on (B)(6) 2016 (2.5 years ago) patient alert: yes - (B)(6) 2019 for right ventricular (rv) lead integrity alert (lia). Oversensing: yes - sic and nsvt with short vv times. Impedance: varying - rv bipolar preliminary geo conclusion: pli10: device - no complaint pli20: ra lead - no complaint pli30: rv lead - suspect fracture concomitant medical product: product ID: d284drg, serial# (B)(4), implanted: (B)(6) 2016; product ID: 407652, serial# (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic), non-sustained ventricular tachycardia episodes and high/variable impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.